Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 65 year old male with an indication for acute myocardial infarction/cardiogenic shock (ami/cgs) and a pre support clinical state consistent with scai cardiogenic shock stage e underwent placement of an impella cp (sn (B)(6)) via right femoral arterial percutaneous access. The patient subsequently developed red urine in the foley catheter (hematuria). On 2/8, it was reported that the patient exhibited a stiff right foot on the impella access side, with loss of pulses noted. Vascular surgery was consulted to evaluate for possible compartment syndrome and limb ischemia; the limb is being monitored closely. Based on the information available, the patient experienced hematuria and signs of right limb ischemia during impella cp support. Device function appears influenced by patient specific cardiac anatomy resulting in a deep pump position. At this time, the relationship between the impella device and the reported patient injuries cannot be definitively determined. Clinical teams are continuing to monitor limb perfusion and patient status while the device remains in use. Ischemia was noted; this is a known risk per our IFU (instructions for use).

Manufacturer narrative:
Hematuria: the cause of the injury was not determined due to insufficient clinical details. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined to be patient condition related to the patient¿s cardiac anatomy.